Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump and the reservoir leaking into the pump. The customer's blood glucose level at the time of incident was 108 mg/dl. The customer was assisted with troubleshoot. The device was not able to be rewound. The customer was advised to discontinue use of the device, and that it would need to be replaced.